Manufacturer narrative:
Device conclusion not yet available - evaluation is in process.

Event description:
Philips (B)(4) was notified that when dr. Was preparing to start the procedure, he reached for the overlight, which is a floor base model, and tried to adjust it. The light lost balance and it fell, hitting the patient on the lip. No additional treatment was required.